Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the a piece of the bottom jaw plastic overmold was damaged and disengaged. The disengaged piece was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/ gastric tube, after making several seals, the tissue pad on the jaws got peeled and device could not be inserted through a port. Nothing fell into patient's cavity. A new device was opened to continue the procedure. Operating time not extended. There was no patient injury. Manufacturer's initial evaluation of the incident device found that the a piece of the bottom jaw plastic overmold was damaged and disengaged. The disengaged piece was returned.